Manufacturer narrative:
An internal biomérieux investigation was performed. This investigation was initiated due to a misidentification of enterococcus faecium on eeq survey, as enterococcus durans on vitek2 (v7.01) gp cards. We performed the reference method to determine the intended result (sequencing 16s) and obtained a very good identification to enterococcus faecium 100% as expected by eeq survey. We tested gp cards with the customer lot (cl: 2420024123) and a random lot (rl: 242398040) on cba and tsab subcultures. *tsab subcultures : we obtained a low discrimination between e.faecium and e.durans on the cl and an excellent identification to e.faecium (98%) on the rl. Cba subcultures : we obtained a very good identification to the species e.durans (95%) on the cl and a very good identification to e.faecium (93%) on the rl. We reproduced the customer result only with cba subculture on the cl. We observed a false dman result in this case. The atypical biochemical profile dman(-) may lead to a misidentification on vitek2. Gp cards did not perform as intended on the customer lot. Root cause: atypical strain.

Event description:
A customer in (B)(6) reported to biomérieux a misidentification of enterococcus faecium as enterococcus durans, in association with vitek® 2 gp ID test kit for an external quality control sample. The culture media used was tss (trypcase soja+5% sheep blood). The customer was not able to repeat the test as the isolate was no longer available. The customer reported there was no physician or patient involvement as the test involved an external quality control sample. The test reports were requested from the customer. An internal biomérieux investigation will be initiated.